Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl and then goes to 65mg/dl. The customer was treated with the syringe and the insulin pump for high blood glucose level and for the low blood glucose level food or juice. Customer states the port was not reading and the light was red and did not turn to green and it was not working. Customer declined to troubleshooting for the highs or lows blood glucose and site infections. The devices will not be returned for analysis.